Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) was confirmed. As received, the monitor would not power on. Upon evaluation, the c1 capacitor was shorted. The l1, l2, and d1 component current limit was exceeded due to the shorted c1 capacitor. The cause of the inability to power on is the shorted capacitor. The root cause of the shorted capacitor cannot be positively identified. Device evaluation of battery packs sn (B)(4) has been completed. The reported problem (unable to power on monitor) has been confirmed. Upon evaluation, the f1 fuse was open in all battery packs. The cause of the inability to power on is the open fuse. The cause of the open fuse is excessive current. The excessive current was induced by the defective monitor. No adverse event resulted from the defective devices.

Event description:
A us distributor reported that a monitor was unable to power on.